Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose with the 500 mg/dl and insulin pump was not functioning correctly. The blood glucose at time of incident was 300 mg/dl and current blood glucose was 121 mg/dl. Customer reported the following symptoms related to their high blood glucose were extreme pain, vomiting, thirsty difficulty. Customer treated high blood glucose with manual injection. Significant events leading to hospitalization was customer was feeling extremely ill. Customer was wearing the pump at time of hospitalization. Customer was unable to complete care-link upload. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer declined to troubleshoot the issue because she was at work. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor, displacement and dat test at 0.08650 inches.

Manufacturer narrative:
Concomitant products were added to section.